Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose readings, no delivery and prime/fill anomaly. The customer's blood glucose value was 431 mg/dl. The customer had symptoms such as shortness of breath, stomach pain and blurry vision. The customer treated with manual shot. Troubleshooting was performed. The customer stated that drive support cap to appear normal. The customer reported no delivery alarm but declined to troubleshoot. The product was returned for analysis.

Manufacturer narrative:
The device was received with currents in specification. The device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected excessive no delivery noted. The device had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker, and cracked lcd window.